Manufacturer narrative:
Initial reporter addr 1: ste 3050 400 w cummings park middlesex. There were multiple medical device types: d2b: medical device type: jka. There were multiple 510k numbers: g5. PMA / 510(k)#: k213670. H.6. Investigation summary: bd received two thousand and nine hundred (2900) samples and nine (9) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for underfill was observed. Additionally, twenty (20) customer samples were evaluated by functional testing and the indicated failure mode for underfill with the incident lot was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) plus blood collection tubes was underfilling. The patients were recollected and there was no report of patient impact.